Manufacturer narrative:
The insulin pump received protruded/loose drive support disk. Unable to perform basic occlusion, occlusion, prime, excessive no delivery test or verify for prime/fill anomaly due to protruded/loose drive support disk. The insulin pump was received with broken reservoir tube lip, cracked case on all four corners near display window and scratches on lcd window. No crack on lcd window noted.

Event description:
It was reported that the insulin pump is stuck in the prime/rewind loop. Insulin is squirting out of the insulin pump during manual prime. Customer has been having low blood glucose readings. When she treats, she notices the blood glucose goes high, into the 400 mg/dl range. The current blood glucose reading is 475 mg/dl. The drive support cap was protruded. Customer has pushed it in. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.